Manufacturer narrative:
A visual examination of the returned device found the stent to be without issue. The push catheter was found to be kinked and bent at the ramp window. The push catheter was also found to be cut, exposing the distal end of the wire assembly. The guide catheter was stretched and detached from the wire assembly. Approximately 4 millimeters of the guide catheter remained on the wire assembly. The inner diameter of the metal cannula was found to be within specification. A functional examination could not be performed due to the damage to the device.based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context.a review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure on an unknown date. According to the complainant, during the procedure, the physician experienced difficulty back loading the stent device over the hydra jagwire. It was reported that the stent would not slide smoothly over the guidewire. The stent was removed and a second rapid exchange biliary stent system was used with the same hydra jagwire to complete the procedure. Despite attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. Investigation results revealed that the guide catheter was detached and broken. As a result of the broken guide catheter, this event is now considered reportable.